Event description:
It was reported, the patient was ¿shaking quite a bit.¿ the reporter stated they had not used the patient programmer for so long they forgot how to use the programmer. It was noted, the patient saw a power on reset (por) on the programmer the morning of this report. It was further noted the patient had back surgery 5 weeks ago and they had to turn the patient¿s implantable neurostimulator (ins) off. It was noted the patient started the shaking ¿the last couple of days.¿ it was further noted, the patient was not able to adjust stimulation. The reporter stated they saw a ¿call your doctor¿ icon and por condition. It was noted, the patient was able to clear the por and see a normal programmer screen. It was further noted, the patient was on program c at 4.7 on both sides. The reporter stated, the patient¿s ins was off, but they were able to turn the ins back on. It was noted the patient¿s shaking stopped once the ins was turned on. It was further noted, the patient was unsure when the ins was turned off. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3389s-40, lot# v515472, implanted: 2010 (B)(6); product type lead product ID 3389s-40, lot# v515472, implanted: 2010 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).